Event description:
The patient woke up after battery replacement surgery, and it was ¿not working.¿ the patient waited two days and went back for surgery for them to fix the wiring. The patient outcome was recovered without permanent impairment. Refer to report # 3004209178-2015-04516 for the event regarding the prior battery.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2006, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2006, product type extension; product ID 3998, lot # j0527197v, implanted: (B)(6) 2005, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).